Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) placed on (B)(6) 2013 for contraception. It was reported that everything went fine during placement. Patient has hysterosalpingogram on (B)(6) 2013. The left tube did not show occlusion. Patient was advised to repeat the hysterosalpingogram in 3 months. Patient did not repeat it because of financial issue until (B)(6) 2015. It showed that the left tube was still not occluded. The essure device is perforated and the product is continued. Treatment was not provided. Patient was not pregnant. Product technical complaint (ptc) investigation result received on (B)(6) 2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this product technical complaint was initiated due to a lack of efficacy (patency). Lack of effectiveness is not necessarily indicative of a quality defect as it may occur with the use of any product. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. Five (5) additional ae case reports have been received to date in relation to batch number (B)(4) and of these cases none refer to a similar medical event and only one (1) refers to a similar lack of efficacy event. No unusual pattern can be identified at this time. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event or the lack of efficacy event and a quality defect. Follow up information (perforation questionnaire) received on 13-oct-2015: the patient did not have previous gynecological interventions or conditions. She was gravida 3 and para 3. The physician reported essure procedure was done on (B)(6) 2013; the lot number used was (B)(4) (expiration date mar-2016). The patient was 3 months postpartum at time of the procedure. During the procedure, cervical dilation was done and the patient was under general anesthesia. The procedure was considered easy with easy visualization of both tubal ostium. The fluid loss during hysteroscopy was no more than 1500cc. On (B)(6) 2014, the hsg test was done and showed the left tube open and the right occluded. After essure insertion until before total occlusion confirmation the patient used condoms or abstinence of sexual intercourse. On (B)(6) 2015, a partial perforation of left side was determined by hsg test. The patient was asymptomatic at the time. No intra-abdominal structure was perforated. The physician stated the perforation did not occur before the coil deployment and was not sure if it occurred with the deployment. At time of the report, the device was not removed, but it was planned however not scheduled yet. Follow-up information received on 08-feb-2016 and 09-feb-2016: operative report was provided. Reporter information was updated. Consumer was added as reporter. The patient had a family history of hypertension from both parents and she was non-smoker. She had a menstrual cycle interval of 25-30 days, cycle length of 4 days, moderate flow with no clots, no cramps, no breakthrough bleeding and no premenstrual syndrome. Pap history included (B)(6) on (B)(6) 2011. The last pap was on (B)(6) 2013, result was normal. Patient wad admitted at the hospital on (B)(6) 2015. Preoperative diagnoses consisted of migrated essure coil, desire of permanent sterilization and occluded right fallopian tube with intact essure coil. The procedure occurred with the patient under general anesthesia. A camera was inserted through laparoscopy and the following were noted: pelvis with normal liver edge and normal gallbladder, slightly enlarged uterus, normal right tube and ovary, normal left ovary and grossly-appearing left fallopian tube and small protrusion of essure coil through the left posterior surface of the uterus, approximately 1 to 2 mm with serosal covering over it. It was not clear if the small end of the protruding essure was coiled in the uterine myometrium or in the cavity. Therefore, hysteroscopy was decided to be performed. When the hysteroscope was introduced on the right side, the tubal ostia was seen with an intact essure coil. On the left side, the essure coil was visualized; however it did not appear to be arising from the tubal ostia which was seen more lateral. A left salpingectomy was performed without incident and once the specimen was removed, it was examined and no essure coil was seen. Under direct visualization, the protruding piece of essure coil was grasped abdominally and gently teased and removed intact. There were no complications during surgery. The estimated blood loss was minimal, urine output was 200 ml and intravenous fluids of 1200 ml. On (B)(6) 2015 the patient had a routine post-operative check. There were no post-operative complications. Her blood pressure was 110/60 mmhg. General examination revealed that patient was normal, alert, well nourished, in no acute distress, normal mood. Wound site was clean, dry and intact without erythema or induration umbilical and 2 lateral ports healing well with no erythema, exudate or induration. Company causality comment: this medically confirmed, spontaneous case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the essure device was perforated her fallopian tube/ migrated essure coil / small protrusion of essure coil through the left posterior surface of the uterus, serious event due to its medical importance and listed according to essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, hysterosalpingogram diagnosed that essure perforated the fallopian tube. It was reported that device was removed intact. A salpingectomy was performed. Based on available information due to lack of an alternative explanation this event was considered related to essure. This case was upgraded to incident since surgical intervention was performed. In addition a non-serious event was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event or the lack of efficacy event and a quality defect. An updated product technical complaint is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 14-apr-2016 - quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc) - essure device was perforated / migrated essure coil /small protrusion of essure coil through the left posterior surface of the uterus; the left tube is still not occluded; slightly enlarged uterus. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the essure device was perforated her fallopian tube/ migrated essure coil /small protrusion of essure coil through the left posterior surface of the uterus, serious event due to its medical importance and listed according to essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, hysterosalpingogram diagnosed that essure perforated the fallopian tube. It was reported that device was removed intact. A salpingectomy was performed. Based on available information due to lack of an alternative explanation this event was considered related to essure. This case was upgraded to incident since surgical intervention was performed. In addition a non-serious event was reported. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.